Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number(B)(4) event occurred in the united kingdom. It was reported that the patient experienced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was abdomen, with the pump positioned on the right side. The infusion set had been in use for a duration of 2 days. No further information available.